Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with preoperative diagnosis of lumbar radiculopathy. The patient underwent wide decompressive laminectomy at l4-l5. Posterior lumbar interbody fusion at l4-l5. Nonsegmental instrumentation at l4-l5 implantation of biomechanical spacers x2 use of local autograft harvested through the same fascia supine only. Reduction of lateral scoliotic listhesis. Reduction of listhesis posterolateral fusion l4-l5. Use of intraoperative microscopy. Intraoperative interpretation with fluoroscopy. Use of rhbmp-2 bone graft in the anterior interbody space. Per op notes: taken in to operating room in the supine position. Fascia was split in line with out skin incision. The paraspinal musculature was dissected laterally to the tips of the transverse processes of l4-l5 and deep self retaining retractors were placed after our position had been confirmed radiographically. The disk space was rongeured using a combination of rotating cutters, angled curettes and various angled and straight pituitary rongeurs so as to enter the intervertebral cartilaginous material. Bone graft was packed in the anterior interbody space. This was then followed by two 12mmx28mm peek opal cages. They were backed filled with bone graft and the cages were filled with rhbmp-2 which was remanned to the anterior interbody space. A 40mm x 6.5mm screws were inserted in all 4 locations. The 40mm rods were connected to the screws. A 1/8 inch hemovac drain was placed subfascially and the wound was reapproximated edges. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.